Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: while using this c1 on a patient, an alarm suddenly sounded and ventilatory action stopped. The hospital staff attached another ventilator, but this caused a temporary drop in the patient's spo2. No health impact or consequences.

Event description:
The following was reported to hamilton medical ag: while using this c1 on a patient, an alarm suddenly sounded and ventilatory action stopped. The hospital staff attached another ventilator, but this caused a temporary drop in the patient's spo2. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).